Manufacturer narrative:
Ethnicity: not provided. Asku. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted therefore not explanted. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a haptic is observed to be distorted when attempting to deploy. It was noted that there was patient contact and that the lens was discovered to have a bent haptic upon injecting. There was incision enlargement made before implanting the suspect product. Ophthalmoviscosurgical device was used at temperature per directions for use. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation?: yes. Returned to manufacturer on: oct. 7, 2022. Section h3. Device evaluated manufacturer?: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half with a detached haptic. The lens was cleaned and, no further issues were observed. Based on the return condition of the lens, no further product evaluation can be performed. The complaint issue ¿dc-haptic damaged¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.